Manufacturer narrative:
Thv/tvt registry. (B)(4). Investigation of this event is ongoing.

Event description:
As reported by the field clinical specialist (fcs), this patient has a severe stenosis/calcific aorta, which prevented the 23mm sapien 3 valve from advancing to the heart. Multiple attempts were made to transcend the diseased area without success. The s3 valve was deployed in the infra-renal aorta instead of removing it from the body. Further aortic stenting of the aorta was performed with a palmaz stent, and a 2nd 23mm sapien 3 valve was advanced successfully and deployed in the aortic valve. No vascular complications resulted due to the procedure and the patient left the or in stable condition.

Manufacturer narrative:
The instructions for use (IFU) cautions that the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including patient¿s diseased or tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in the aorta, or retracted and removed through a surgical cutdown. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The device was not returned to edwards lifesciences, as it was discarded by the facility. However, there was no allegation or indication of that the events were related to a device malfunction. In this case, there is no information to suggest a manufacturing non conformances contributed to the event; per report the physician was unable to advance or remove the 23mm commander ds/s3 valve due to the patient's anatomy; the valve became embedded in the calcified diseased section of the abdominal aorta rendering it unsafe to move. It was decided to deploy the valve in abdominal aorta to prevent a vascular injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure, the physician was unable to advance the 23mm commander ds/s3 valve to the aortic annulus due to the patient's anatomy. This patient has severe abdominal aorta stenosis and calcific aorta, which prevented the 23mm sapien 3 valve from advancing to the heart. Multiple attempts were made to transcend the diseased area in the abdominal aorta without success. It was decided to remove the device, but there was difficulty when attempting to remove the valve. The valve became embedded in the calcified diseased section of the abdominal aorta rendering it unsafe to remove. The s3 valve was deployed in the infrarenal aorta. The valve, in effect, acted as a reinforcement, bracing the calcium against the aortic wall. This made it possible to pass the second s3 valve uneventfully through that section and successfully deploy. Further aortic stenting of the aorta was performed with a palmaz schatz stent. A 2nd 23mm sapien 3 valve was advanced successfully and deployed in the aortic valve. No vascular complications resulted due to the procedure and the patient left the or in stable condition.